Manufacturer narrative:
Other relevant device(s) are: product ID: 4 0023, serial/lot #: (B)(4), ubd: 01-nov-2021, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a bioprosthetic valve of the same size and model. One day post implant of the replacement valve, it was also explanted and replaced with a bioprosthetic valve of the same size and model. The reasons for the replacements were not reported. No additional adverse patient effects were reported.